Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) has inadequate coverage due to lead migration. An x-ray was taken to confirm. Patient underwent surgical intervention to address the issue. The procedure was delayed by 4 hours due to the surgeon being unable to disconnect the lead from the ipg. In turn, the doctor decided to cut and remove a portion of the lead. As a precaution, the doctor capped the section of the lead that was cut and left the lead implanted. The patient may undergo surgical intervention on a later date to replace the lead that was cut. Therapy has been restored post-operatively.